Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found that: the connecting tube has peeling coating, (1mm2 or more). Based on historical data, the reportable malfunction probable causes were possibly due to some kind of stress such as damage or deterioration of parts. However, a root cause analysis could not be determined/identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited that the connecting tube has coating peeling, was (1mm2 or more). There was no patient involvement.